Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated by the alinity I processing module on a 31-year-old female patient with abdominal pain. The following data were provided for sid (B)(6): (B)(6) 2026, initial result with file 1951477= 819.9 ng/l. (B)(6) 2026 repeat result with file 1951543= < 5.1 ng/l. (B)(6) 2026 repeat result with file 1951558 =< 5.1 ng/l. Lab reference range: female = <16 ng/l, male = <34 ng/l no impact to patient management was reported.